Event description:
Baxter (B)(4) received a report that a 1.5 ml/hr infusor overinfused during patient use. The total fill volume of 252 ml was infused over the course of 4 days rather than 7 days. The device was filled with a solution of fluorouracil and saline. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional information be received, a follow-up report will be submitted.